Event description:
A physician reported that an es2 polyaxial screw inserted into to the s1 left side broke off post-operatively. Revision surgery was performed with the broken screw and the blocker being replaced.

Manufacturer narrative:
H6 codes have been updated to reflect receipt of the device and conclusion of the investigation. H3 other text : device location unknown.

Event description:
A physician reported that a patient underwent revision surgery to replace a fractured es2 polyaxial screw at left side s1.